Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is displaying error messages.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit is displaying error messages. A getinge field service engineer (fse) was dispatched to investigate the issue. There were no error codes present in clinical operation. Patient involvement is unknown however, no adverse event reported. The fse reported the unit did not have safety disk replacement due message. The safety disk is due in july 2026 and currently has 1,473,210 cycles. There were no error codes present in clinical operation. The unit was checked for performance and safety measurements. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.